Event description:
It was reported that at a post-op visit the patient¿s impedances were all high. The patient had a revision surgery and at this surgery it was noted that the ¿clamp¿ inside the device was not adequately tightening down on the lead. The torque wrench was ¿clicking¿ but the ¿clamp¿ was not getting tight enough. Each time the health care provider (hcp) tried, the torque wrench clicked but the lead was not held in place. A new device was used and the situation resolved.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found that the setscrew was backed out too far. It was c ross threaded and unable to tighten down the setscrew onto the lead. Analysis of the wrench accessory found no anomalies. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# j0349114v, implanted: (B)(6) 2004. Product type: lead: product ID neu_wrench_acc. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.